Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.3 preclean the endoscope and accessories¿ 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and foreign material was found on the groove of the endoscope¿s distal tip. A gelatinous white material, which seems to look like debris from the patient body was found behind the forceps raiser. This complaint is most likely the result of insufficient cleaning. The following was also found during inspection and testing of the returned device: the lock on the up/down knob was ineffective and the glue on the bending cover section was separated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. The following was found upon inspection and testing of the returned device: foreign material was found on the groove of the distal end, insufficient cleaning, and incorrect scope used for the next procedure. This report is being submitted for the event found during evaluation. There was no patient involvement.